Event description:
It was reported that this non-conditional implanted system was scheduled for a magnetic resonance imaging (MRI) scan. It was noted that this implanted system was considered non-conditional for MRI due to this non (B)(6) right ventricular (rv) lead which was also suspected to have been partially surgically abandoned due to an unspecified reason. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).